Event description:
A customer reported their pads are not recognized by the AED. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED is ongoing and the cause of the complaint is not known.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was observed that the electrode pads could not be attached to the unit. Further investigation determined that the device's patient cable receptacle contacts were bent, preventing the electrode pads from connecting.